Event description:
In 2006, pt underwent an emergent cardiac bypass procedure. The following month, pt received a hemodialysis treatment. During treatment, blood pressure and heart rate increased. Dialysis stopped at 1327. At 1808, the pt developed a ventricular rhythm and then went into cardiac arrest. Work up of, pt found that pt had developed hemolysis. Hgb drop from 8.6 to 5.9. Suspected to be secondary to dialysis.